Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The device was inspected and the result of the inspection was the over pressure alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit exhibited the overpressure alarm sounds (alarm sounds and overpressure warning light lights up). The issue occurred during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.